Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window and drive cable were twisted, the imaging window was kinked and stretched, and the sheath was kinked. Impedance test showed an electrical open distal waveform between 0-10 cm from the distal housing. Media inspection also showed that the device was kinked. E1, initial reporter facility name- (B)(6) university.

Event description:
Reportable based on device analysis on 25 nov 2024. It was reported that catheter issue occurred. The target lesion was located in coronary artery. The opticross catheter was used for ultrasound examination of the target lesion. During the procedure, it was reported that there was no signal. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed the imaging window was twisted.